Manufacturer narrative:
A4-a6:unk. H6: off-label - age<21. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -13.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a toric model lens due to refractive surprise and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specifications. (B)(4).